Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Device (B)(4) was inspected for investigation purposes. An analysis of the software logs was completed. The software error resulted from the patient head being too far from the distance sensor during registration. No device defect was identified.

Event description:
It has been reported that during a surgery, a software failure was detected. Approx 9 of 12 trajectories were inaccessible with the distance sensor. The system was restarted and the surgery continued without further issue. A surgery delay of 30-40 minutes was reported.